Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2022 during a procedure with the ria 2 loaner kit the reamer heads broke off and the splinters remained in the patient. This report involves one (1) 11.5mm reamer head for ria 2 sterile. This is report 1 of 2 for pc-(B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was surgical delay. Patient procedure was successfully completed. Patient status/ outcome: drill residues in the marrow cavity.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: part # 03.404m019,11.5mm reamer head for ria 2-sterile. Lot #: 71p4467 (sterile). Manufacturing site: monument. Supplier: mark two engineering. Release to warehouse date: 29-sep-2020. Expiration date: 01-sep-2030. No nonconformance reports (ncrs) were generated during production. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m019, ria 2 reamer head 11.5mm. Lot number: 7030003. Lot quantity: 300. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate dated 17-jun-2020 was reviewed and determined to be conforming. Certification for heat treat supplied dated 27-may-2020 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 53 hrc. Certificate of compliance supplied dated 31-jan-2020 was reviewed and determined to be conforming. Raw material certification supplied dated 18-nov-2019 was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.